Event description:
Balloon angioplasty of the left main coronary artery into the lad (left anterior descending) was performed. The balloon became stuck within the stent. Provider unable to move the balloon or wire independently. Decision made to pull all wires and catheter out as unit. Upon retrieving the equipment, it appeared that a segment of the old stent was stuck on the balloon and was retrieved along with the balloon.